Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Customer no longer feels this is a tube issue, more likely the analyzer problem. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tubes gave false positive hiv test results after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "determined on 10-1-19 that the gold-gel tubes are giving false + with hiv tests; reason(s) now being investigated. Red top tubes also give false + on occasion (around 25%)."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tubes gave false (B)(6) test results after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "determined on (B)(6) 2019 that the gold-gel tubes are giving false + with (B)(6) tests; reason(s) now being investigated. Red top tubes also give false + on occasion (around 25%)."